Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. All 10 retention samples were drawn with horse blood and all filled as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the abg device had insufficient blood flow." Issue.